Event description:
It was reported that during a directional atherectomy procedure, a vessel dissection occurred. The lesion was located in the left anterior descending (lad) artery, the vessel and lesion characteristics are unknown. The lesion was treated with an unspecified rotablator burr catheter. Post treatment with the rotablator burr, a 2.5x10mm cutting balloon was placed, but unable to cross the lesion. The 2.5x12mm maverick otw balloon catheter was used to dilate the vessel and looked good, but cause a dissection; the atm's and number of inflations are unknown. The physician attempted to treat the dissection with the placement of a 3.0x16mm liberte stent, however, the stent was unable to cross. The procedure was completed with this device. The patient's condition was reported as "dnr from a nursing home, patient stable with no chest pain". Additional information was not available for release.

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.